Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. In 2009, the lead was repositioned. Then three days later, the lead dislodged again. Subsequently the lead was replaced.